Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon receipt, the monitor would not power up and a burning smell was emanating for the monitor. Upon eval, it was discovered that monitor had a defective component (c9). The c9 component is an equivalent series resistance capacitor located on the biphasic defibrillator pca board of the monitor. The defective c9 shorted the battery connector to ground, blowing the fuse of any battery pack inserted. The cause of the monitor not powering up was the fact that the batteries were all blown from the defective capacitor. The root cause of the defective capacitor cannot be positively identified but was most likely random component failure. No adverse event resulted from the defective capacitor. The pt received a replacement monitor.

Event description:
A (B)(6) year old female pt contacted zoll customer support to report that her monitor would not power up. The pt was issued a replacement monitor.